Event description:
It was reported the 135 degree dhs plate broke. No further information was provided. Additional information has been requested.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.